Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens returned dry, in a micro centrifuge vial. Visual inspection found residue on the lens and a piece of a haptic missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -8.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2017 due to observation of excessive vault., significant reduction of irido-corneal angles and pupil block with elevated iop (intraocular pressure). The lens was exchanged for a shorter length lens and the problem was resolved.